Event description:
It was reported that the ¿foot plate came apart¿ on the craniotome device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. The reporter stated that there was no additional information available for this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.